Manufacturer narrative:
During the investigation it was determined the second label was a result of a single occurrence and no injury took place.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that there were two different labels on the packaging.